Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the ultrasound shut the device off. Within three hours, they were back to pre-device urinary frequency. The frequency didn't resolve through the program change. It helped, but it was erratic. When they got the device, it went from 30 minutes to 2.5 hours, sometimes 5 hours at night. At the time of the report, it was 1.5 to 2 or less in the evening. They hadn't been to a clinician due to moving. They needed help, but had to work out the move first. It was noted that, without guidance, they weren't comfortable making changes. Their original setting was 1.7 and it was, at the time of the report, at 2.0 and it was half as good.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had an ultrasound on (B)(6) 2017 and since then the device was not working. The patient stated they were piddling all the time and it started at night. Patient services walked the caller through changing to program 2 and the patient was feeling the stimulation and said it was working. The patient stated they would leave it there and see what happens. No further complications were reported.